Event description:
It was reported that air bubbles were visualized. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation (a fib), a faradrive steerable sheath clear was selected for use. After obtaining transseptal access, the physician exchanged the transseptal sheath over the wire with the faradrive sheath. Following this exchange and before advancing a farawave catheter into the patient, multiple attempts were made by the physician to aspirate the faradrive sheath with a 20ml syringe. This resulted in air bubbles being observed in the syringe on each aspiration attempt. The faradrive sheath was replaced with another faradrive sheath, and the issue was resolved. The procedure was completed successfully. No patient complications were reported. The faradrive sheath is not expected to return for laboratory analysis as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.